Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise which was oversensed resulting in pacing inhibiting and in inappropriate shocks. A revision procedure was performed and the associated right ventricular (rv) lead was removed from service and replaced. No additional adverse patient effects were reported.